Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a cable failure was observed. Therefore, it was determined that the video function did not work properly due to cable failure and the indicated phenomenon [image flickering] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the display was broken up with flashing images, due to a faulty cable. The rear cover had minor fading. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head display was broken up with flashing images. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.